Manufacturer narrative:
G4: 12oct2020. B4: 23oct2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer received a new user interface printed circuit board assembly (ui pcba) per the recommendation of philips technical support. However the problem was not resolved. The customer reinstalled the old ui pcba . When the device was activated it displayed errors and was completely down. The customer then checked all the connections and re-seated ui pcba.. When the device was re-activated there were no errors and the was operating normally. The service order was closed if the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported to philips that the device would not shut off. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.